Event description:
The customer reported that the patient received two small burns during a procedure. Information regarding the degree of burn and type of treatment, if any, was not provided. Additional questions about this incident have been asked of the site

Manufacturer narrative:
(B)(4). Two pencils and two concomitant generators have been received and are under evaluation. When the product evaluations are complete, a follow-up report will be submitted.